Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery and injuries, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. On (B)(6) 2014: the patient had unspecified injuries related to a defect in the composix e/x and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient' s attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. On (B)(6) 2014: the patient had unspecified injuries related to a defect in the composix e/x and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient' s attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.". Per additional information provided: on (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia and umbilical hernia thereby underwent laparoscopic repair with implant of composix e/x mesh. Per operative notes, "in the left upper quadrant, ventral hernia and umbilical hernia was reduced and composix e/x mesh was placed and tacked to the anterior abdominal wall.¿. On (B)(6) 2014 - patient was diagnosed with small bowel obstruction thereby underwent open repair. Per operative notes, ¿the bowel was stuck and very adherent to the prior mesh causing obstruction. Adhesions were lysed and obstructed portion of small bowel was released. The mesh was left intact and sutured circumferentially.¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery and injuries, however; no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr is submitted to document additional information provided. Root cause is inconclusive. No conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d1, d3, d4 (product catalog no, corporate lot no, expiry date, UDI no), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.